Manufacturer narrative:
This report is being supplemented to provide information that was inadvertently not included in the initial supplemental MDR. The concomitant devices ((B)(6) always-on tip tracked brush 15mm l 1,8 od, and (B)(6) always-on tip tracked 22ga spin flex needle) were discarded by the facility. It was noted that the patient had a total shoulder replacement in their medical history. The alleged inaccuracy was evident while in the upper bronchi of the patient's lungs, where the instrument would be closest to the shoulder. It is possible that the position of the electromagnetic sensor was being translated due to interference from the metal in the replacement shoulder. There are other potential causes for location inaccuracy including a shift in the patient's anatomy since the time of the CT scan, other sources of metal in the field, software/characterization issues, and the coil location relative to the instrument tip not being consistent throughout the manufacturing process. However, a definitive root cause could not be determined.

Manufacturer narrative:
D4: software version 4.4.0. The investigation is on-going. Once the investigation is complete, or if additional information is received, this report will be supplemented accordingly.

Event description:
The physician at the facility reported the following event. The physician performed registration with an ins-0352 (always-on tip tracked brush, 15mm l, 1.8mm od). The registration was accurate and the doctor proceeded to navigate to the target and took one sample. The brush was removed from the scope and tissue was obtained on a slide for pathology. When the doctor re-entered the brush in the same airway used on the first pass, the spin drive software (subject device) was showing its location to be in the left lingula, when the physician was in the left upper lobe apical airway. Registration was performed again with a point cloud collection with both main and secondary alignment looking good, however, the same issue occurred. An ins-5410 (always-on tip tracked 22ga flex needle, 15mm l, 1.8mm od) was opened and the needle was also showing the location to be in the left lingula, despite the physician having the needle in the left upper lobe apical segment. A second point cloud collection was performed with ins-5410, and both main and secondary alignment looked good, but issue persisted. Doctor was able to complete case by using his visualization from the bronchoscopy tower and continued to sample using both instruments (ins-0352 & ins-5410). The procedure was completed with a minor delay of 3-5 minutes. There was no patient harm or injury due to the reported issue.

Manufacturer narrative:
This report is being supplemented to provide the results of the investigation of the reported event. The playback data from the procedure was not available for review. Since no data was collected, the investigation was performed using the event description. The risk summary for the software addresses the instrument crosshair being incorrectly located. The cause is listed as metallic objects distorting the electromagnetic field. However, a definitive root cause could not be determined.